Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The returned device does not have anomalies or damages in the hub section. However, the suture returned was broken. Water was injected using a 20cc syringe through the catheter returned and no leaks were found on the hub section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 17feb2016 it was reported that air leak occurred causing the liquid in abdomen out through the drainage. The non totally occluded, concentric, denovo stenosed target lesion was located in a vessel in the stomach. A flexima¿ apdl was selected for use. During the procedure when the physician turn 180° at the lock joint area, it was noted that the drainage tube had air leakage causing the liquid in abdomen out through the drainage. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, device analysis revealed a broken suture.